Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. The patient effects of hematoma, occlusion, pseudoaneurysm, hemorrhage, fistula and embolism are listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. It should be noted that the electronic prostyle IFU states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the case information, a conclusive cause for the reported patient effects of hematoma, occlusion, pseudoaneurysm, hemorrhage, fistula, embolism and edema, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code clarifier: 1494 indication for use. The additional patient deaths and devices reported in the pmcf are captured under separate medwatch reports. B3 - date of event: estimated d4 - the UDI is not known as the part and lot number were not provided. Literature attachment: article titled: post market clinical follow-up evaluation report vascular closure devices.

Event description:
This is filed to report adverse patient effects other than death and device malfunctions. It was reported through a post market clinical follow up (pmcf) evaluation report identifying the prostyle vessel closure device that may be related to the following adverse patient effects: death, hematoma, pseudoaneurysm, access site bleeding, occlusion, fistula, embolism, and edema, with blood transfusion, intervention and surgical intervention performed as treatment. Off-label use of only 1 prostyle device used during pre-close technique when closing with a sheath size greater than 8fr was reported. Details are listed in the attached article, titled post-market clinical follow-up evaluation report vascular closure devices.